Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported event was confirmed. During analysis, the power cable disconnect alarm became active when the black power lead was maneuvered. The black power lead was stripped at the connector end, and the brown, battery gauge, inner conductor was confirmed to be damaged. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (2916596/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular device. Approximately 1 month post-implant, the pt received a power cable disconnect alarm while connected to fully charged batteries. The suspect system controller was exchanged per the MFR's instructions for use and the pt remains ongoing lvad support with no further issue reported.